Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac informed the customer that the error indicates examination light error. The customer stated that a technician was replacing the lamp on the clv-190. Tac informed the customer to make sure that the technician resets the lamp hours back to zero. Tac advised the customer to send in the device for evaluation and repair if replacing the lamp does not resolve the issue. A follow up was made and the customer confirmed that the issue was resolved. No device will be sent it for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e103 error. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e103 error could not be identified. However, it is likely the cause is related to a faulty lamp. Olympus will continue to monitor field performance for this device.